Event description:
The customer reported that the touch screen display was flickering and sometimes disappeared. No patient injury was reported.

Manufacturer narrative:
The MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.